Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid tracheostomy/silicone - bivona tubes custom was investigated with leak testing. The test revealed the cuff would not inflate or deflate. While air was being inserted. This was believed to be caused by in sufficient adhesive inserted inside the embedded airway line. When air was injected it instead escaped and the end of the shaft due to lack of adhesive. End connector was removed to view the embedded airway line. Photos were attached in file. This is malfunction of bonding.

Event description:
During a routine tracheostomy change, parents were unable to deflate the fome cuf to remove the tube in situ. Problem solving was attempted but not successful. Parents took kid to ed where ent was able to remove the tube with steady pressure. Upon closer inspection of the faulty tube, it appeared that there was a communication between the embedded cuff inflation line and the inside of the distal shaft. No adverse patient effects were reported.